Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. The device is no longer repairable. The device was returned to the customer, per request. The customer will scrap the device.